Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had their implantable neurostimulator (ins) explanted about 2 1/2 years ago because it was not working for the patient anymore. The patient stated she let the ins go into overdischarge twice and after the second overdischarge, the patient decided to have the ins explanted. The patient also stated it was very uncomfortable for the patient to sleep on her side with the ins implanted. The indication for implant was degenerative disc disease.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.